Event description:
It was reported that a loss of sensing and an increase in capture threshold were observed when a patient presented in-clinic for a follow-up. The lead was explanted and replaced. A cut was noted on the insulation, post-explant. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.